Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient, with a history of invasive ductal carcinoma in the right breast diagnosed in (B)(6) 2016, underwent breast reconstruction surgery with two 550cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with right-sided breast implant associated anaplastic large cell lymphoma (bia-alcl). The patient also presented with a right-sided late onset seroma. As a result, the patient underwent right breast implant removal surgery on (B)(6) 2025. 1,000 cc of fluid was collected from the right breast and sent to pathology. The post-operative pathology report reads as follows: right breast seroma: large, atypical cells consistent with breast implant-associated anaplastic large cell lymphoma. By immunohistochemistry the large cells express cd30 (strong) and are negative for alk1. The overall findings including the history and location are consistent with breast implant-associated anaplastic large cell lymphoma. On (B)(6) 2025, the patient underwent right breast implant replacement surgery. During the surgery, the patient was diagnosed with left breast capsular contracture (baker grade unspecified), and underwent left breast capsulectomy and breast implant exchange as well. The replacement devices were two mentor 545cc smooth round gel implants. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On april 14, 2025, mentor became aware of an error submitted in the initial report. The lot number was inadvertently submitted incorrectly. Corrected data: d4 lot should have been populated as 7505380. Lot: 7505380. A manufacturing record evaluation (mre) was performed for lot 7505380, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 29, 2025, mentor received additional information that indicated that the patient's implants were replaced with the following devices: (right) 545cc mentor memorygel boost breast implant catalog: shpb545 lot: 9707110 sn: (B)(6) and (left) 545cc mentor memorygel boost breast implant catalog: shpb545 lot: 9707110 sn: (B)(6).